Manufacturer narrative:
Continuation of d10:  product ID evolutfx-34 (serial:(B)(6)); product type: 0195-heart valves product ID l-evolutfx-34 (lot: 0012101429); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the devices were inspected prior to use and a pre-implant balloon aortic valvuloplasty (bav) was performed, as standard for the implanting physician. The patient had a large annulus of -92mm, and minimal calcification. The patient's anatomy caused the valve to dislodge while attached to the delivery catheter system (dcs). Prior to dislodge, the implant depth was 0mm on the non-coronary cusp (ncc) and 3-4mm on the left coronary cusp (lcc). After the dislodge, the valve was located in the ventricle. The valve was recaptured, and the valve and dcs were removed from the patient. The case was aborted, causing a delay to treatment. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Corrected data: h6. Additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one static image and three media files were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. The media files show that during positioning of the valve and just prior to the point of no recapture, the valve dislodged from the aortic annulus towards the ventricle. It was reported that further attempts to deploy the valve were aborted. Cause of valve instability cannot be determined; however, the implanting team followed best practices to ensure patient safety. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.